Manufacturer narrative:
Information is unknown as the serial number of the device was not provided. It was reported that the lvad equipment is currently not available to be returned to the manufacturer. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The report of a pump stop as a result of a driveline disconnect could not be confirmed as the system controller was not returned for analysis and no log files were submitted for the event. Multiple attempts to get equipment and additional information were unsuccessful. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was found expired at home by his wife. Ems reported that the driveline was disconnected. Police stated patient may have tripped over the power module patient cable and caused disconnection. Patient was known to have mild dementia and was home alone at time of event. Alarms during the event are unknown.